Event description:
Shoulder arthroscopic procedure, surgeon required to use burr/acromionizer. Noticed upon use within shoulder, metal flakes released into shoulder tissue. Doctor removed shaver from use and switched to another type promptly irrigating and shaving away metal flakes from soft tissue. Shoulder incision was opened, further irrigation used intraoperatively. Procedure continued as planned.